Event description:
It was reported through a journal article that the patient underwent an initial wrist surgery on an unknown date. Subsequently, the patient required arthrolysis on an unknown date. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign: norway. G2: literature: the rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients olsen, ole-gunnar et al. Journal of hand surgery, volume 0, issue 0, https://doi.org/10.1016/j.jhsa.2025.01.022. Product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.